Manufacturer narrative:
The ICD and the lead under complaint were returned for analysis. Upon receipt, the ICD was interrogated, revealing the battery status bol. The device was implanted for 24 months and 10 charging cycles were recorded to the device memory. The memory content of the device was inspected. During analysis of the available iegms noise was observed in the ventricular as well as in the far-field channel. Therefore a sensing test was performed and the device sensed the attached heart signals free of noise, proving the sensing function of the ICD to be normal. There was no indication of a device malfunction. In a next step, the ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a correct sensing and shock delivery. In particular, the specified energy level was reached. Subsequently the lead with an inserted stylet was visually inspected. Multiple signs of abrasion were noted along the lead body. In particular 52 cm distal to the df4 connector pin the insulation was found rubbed through. Due to this insulation damage a low pacing impedance was measured during the electrical analysis. The observed insulation breach can be considered as the root cause of oversensing which led to shock delivery as mentioned in the complaint text. The characteristics of this damage indicate an unexpected excessive wear out of the lead. Thus it is assumed that the lead had been subject to severe mechanical stress in the implanted state. Causes for elevated stresses are difficult to determine. It cannot be excluded that an accumulation of different factors had impact on the wear out of the lead. These factors might have been interaction with modified tissue, significant cardiac motion due to an adverse lead position including slack or a potential increased ingrowth which had impact on the leads motion. Furthermore tortuous cardiac anatomy, high activity levels of the patient and significant manual labour involving the upper body are known contributing factors. Additionally significant ligature marks were noted 15 cm distal to the df4 connector pin which resulted from a tight suture. In this region cuts in the insulation were observed. Furthermore the conductor cable to the ring electrode was found coiled inside its lumen and the fixation helix was deformed. These damages presumably resulted from tensile forces applied during the extraction procedure. Due to the damages of the fixation helix the mechanical analysis was not properly feasible. The manufacturing process for the devices was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, a thorough analysis of the ICD proved the device to be fully functional. The lead showed an insulation damage in the distal area which can be considered as the root cause of the clinical observation. The analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Ous MDR - it was reported that this lead was explanted 24 months after implant due to oversensing and inappropriate therapies. During the replacement procedure, the physician noted subclavian crush.